Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was extreme difficult to access and progressively getting worse overtime, with multiple presses necessary for display to activate. The customer's blood glucose level was 144 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.